Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: on examination, the battery compartment was confirmed to be cracked from the threads down to the case seal on teh side. The battery cap that was returned with the pump for investigation had stripped threads and was not able to fit securely to the pump. A test cap was used to complete the investigation. Unrelated to the original complaint, the display screen was noted to be dim/faded and discolored. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On 01/12/2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue; battery compartment. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. The reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.